Event description:
It was reported that the 6600 system monitors have no display, only "noise" (no data, no circle). There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. As information is received, it will be reported as required.